Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular lead had a confirmed fracture. High impedance, oversensing, and impedance variation were also noted and a lead integrity alert was triggered. The lead was capped and replaced. The physician elected to replace the device during the lead revision and when cautery was being used to excise the pocket, the patient experienced ventricular fibrillation (vf) and was externally defibrillated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.